Event description:
Customer reported that 4 eyes developed stage ii diffuse lamellar keratitis (dlk) during a field service engineer's preventative maintenance visit. A flap lift and flush out was performed. No loss of vision was reported. The affected eyes were the left and right eyes. Dates of the events were in (B)(6) 2012 and (B)(6) 2013. Patients did not experience loss of vision. The treatment and excimer was completed. Patients were treated with prednisolon 1% eyedrops. Everything is ok for the current status of the patients. The flaps were not smaller or larger than the desired bed area, making centration of eximer ablation more difficult for the surgeon.

Manufacturer narrative:
Date of event: exact date of event is unknown. Used earliest month/year, (B)(6) 2012. Evaluation: amo's clinical development manager (cdm) visited the site for training and surgical support. During this visit the settings of the system were optimized and the pocket settings were changed. No issues were reported. The system met amo specifications.